Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believed that they were experiencing elevated blood glucose (bg) levels; however, customer did not test their bg levels. Customer believed that they ate too much food for dinner. Customer indicated that they will administer a bolus to address their bg levels.